Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient noted the pump battery was hot to the touch upon removal from the pump. The patient noted there was no damage or corrosion seen on the pump battery compartment and the battery cap was secure. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed a battery voltage drop on (B)(4) 2012. The battery was not returned with the pump for investigation. Visual inspection indicated no damage to the battery cap or battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. No defect was found on investigation.